Event description:
Complainant alleged that during a routine shift check by a clinician, the device would only allow 30 joule discharge. The device would not discharge at any other energy setting. Complainant indicated that there was no patient involvement in the reported malfunction.